Manufacturer narrative:
(B)(4): the intraoccular lens was received cut in half with one distorted haptic. The lens appeared to have debris/fibers and evidence of viscoelastic on the lens which is a condition consistent with a lens that has been explanted.prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that the patient underwent an explant with new implant of an intraocular lens (iol) due to hyperopic changes in visual fields. In addition, there was no incision enlargement or complications during the procedure.